Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the exposed rv (right ventricular) defibrillation coil distal electrodes showed a white substance.

Event description:
It was reported that upon opening the package for the implantable defibrillation lead a "white residue on the rv coil" was observed. As the doctor did not know what the material was they did not want to implant the lead. The lead was not used on the patient. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).